Manufacturer narrative:
Additional information was received on 10/22/2024 and section h11 should be reported as: the manufacturer received a voluntary medwatch (mw5152309) in which the patient alleges pressure switch failure. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5152309) in which the patient alleges pressure switch failure. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Corrected data: (device) problem code(1).